Event description:
The customer contacted stryker to report that their device locked up during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device will be sent in for further evaluation. A clinical review was performed, and it was determined that there was not enough data to conclusively determine if the device contributed to the patient outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Corrected data: section d10, returned to manufacturer on of the initial medwatch report indicates: blank. Section d10, returned to manufacturer on of the initial medwatch report should indicate: (B)(6)2024. Section h1, type of reportable event of the initial medwatch report indicates: malfunction (m); section h1, type of reportable event of the initial medwatch report should indicate: death (d). Additional manufacturer narrative: stryker evaluated the customer's device and was unable to duplicate and unable to verify the reported issue. After completing unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The root cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available.

Event description:
The customer contacted stryker to report that their device locked up during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.